Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/07/2017 with the following findings: a review of the pump black box data verified a power interruption at the time the overheating was reported. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The pump was tested 24 hours at 1.00 unit/hour with no errors, alarms or warnings, overheating or power loss being duplicated. During visual inspection of the pump, it was observed that the battery compartment had two cracks but there was no evidence of moisture in the battery compartment or internally. The pump¿s power flex and components were inspected with no defects found. The battery was not returned with the pump. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.